Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received her scs system, including an ipg and surgical lead, on (B)(6) 2011 for right lead sciatica and failed back surgery. It was reported that a dural tear and cerebrospinal fluid leak took place during the implant procedure. It was reported that a dural separator had been used in the procedure. The physician allegedly did not perform a blood patch. It was reported that within two hours postoperative, the patient experienced a paralysis of her right leg, and she was taken back into surgery. The physician stated that the paralysis was temporary, and follow up on the patient found that the paralysis had partially resolved. The lead allegedly remains implanted and the physician stated that the patient should wait to be programmed in approximately six weeks. No further information is available at this time.